Manufacturer narrative:
The device was returned to boston scientific for analysis. No abnormalities or defects were found on the exterior of the sheath. Leak and aspiration performance testing the returned sheath observed the device failed to seal pressure and fluid within the sheath. Inspection of the hemostatic valves found the external valve torn on the inner faces by the center slit, compromising the valve's ability to seal pressure and fluid within the sheath.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation a faradrive steerable sheath was selected for use. The physician removed the mapping catheter from the patient, and when inserting the farawave catheter into the sheath, it would suck in air when tried to aspirate and flush inside the syringe. A pressure bag was used for the procedure. No air was observed in the patient. The sheath was replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation a faradrive steerable sheath was selected for use. The physician removed the mapping catheter from the patient, and when inserting the farawave catheter into the sheath, it would suck in air when tried to aspirate and flush inside the syringe. A pressure bag was used for the procedure. No air was observed in the patient. The sheath was replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.